Event description:
Allergan received a report that a female patient was treated on (B)(6) 2018 with coolsculpting to the lower abdomen and inner thighs using a coolmax applicator. Following the treatment, in 2018, the patient experienced firmness and visible enlargement to the lower abdomen and inner thighs. On (B)(6) 2021 the patient was assessed by a physician and was diagnosed with paradoxical hyperplasia (ph) to the lower abdomen and inner thighs.

Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2018 with coolsculpting to the lower abdomen and inner thighs using a coolmax applicator. Following the treatment, in 2018, the patient experienced firmness and visible enlargement to the lower abdomen and inner thighs. On (B)(6) 2021 the patient was assessed by a physician and was diagnosed with paradoxical hyperplasia (ph) to the lower abdomen and inner thighs.

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2018 with coolsculpting to the lower abdomen and inner thighs using a coolmax applicator. Following the treatment, in 2018, the patient experienced firmness and visible enlargement to the lower abdomen and inner thighs. On (B)(6) 2021 the patient was assessed by a physician and was diagnosed with paradoxical hyperplasia (ph) to the lower abdomen and inner thighs.